Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ xten. As it was stated, the light gasket came off because of a loosened screw. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the light head did not meet its specification due to loosened screws, what led to separation of the gasket and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. The possible root cause of the issue is related to the malfunction of control rod inside of the light head, as its main purpose is to hold the front and back covers together. A fallen light head seal is visually detectable during the daily inspection performed by users. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights ¿ model unknown. We are currently determining the model of this light by communication with the customer. As it was stated, the light gasket came off because of the loosened screw. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.